Manufacturer narrative:
Upon receipt, the lead under complaint was severely fragmented. An extraction aid was found in the lead body. The lead tip and the inner conductor coil were not returned. The fragmented state of the lead most likely resulted from the extraction procedure. Due to severe extraction damages and missing inner conductor coil, the root cause of the reported clinical observations could not be determined. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This rv lead was explanted due to possible fracture causing pacing impedance >2,500 ohms with intermittent oversensing. No adverse patient events reported. Should additional information be received, this file will be updated.